Event description:
It was reported that the reservoir leaked. The blood glucose reading is 546 mg/dl. Treated with manual injection, now the current reading is 360 mg/dl. The insulin leaked inside the reservoir compartment. Leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.